Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no reference number was available. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: patient has bilateral hip replacement. The patient complaint is about the right side. The revision occurred in 2011 due to bacterial infection is treated in this complaint. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis the sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary the sterilization certificate of the devices could not be reviewed since the devices lot numbers are unknown. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip device (product information unknown) on unknown date on the right side. It was also reported that the patient underwent a revision surgery in 2011 due to bacterial infection.